Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer's mother stated that the doctor and the diabetes clinical mgr advised her that the insulin pump was not recording some of the bolus and some of the customer's blood glucose reading. Also, it was stated that the doctor found several bolus of 25 units, but the customer did not experience any low blood glucose. Troubleshooting was performed. Ran an easy bolus and it did record in the bolus history. It was found that the customer did not use a link meter and sometimes forgets to bolus. The mother stated that the doctor requested a replacement of the insulin pump. No further info was provided.